Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Findings: a33 alarmed during basic occlusion test due to loose/protruded drivesupport disk. Cracked reservoir tube lip, cracked battery tube threads,scratched display window and cracked case near display window cornersnoted during visual inspection.a.m.